Event description:
Reportedly, on (B)(6) 2018, the physician noticed that the patient received a shock in march 2018 but no alert was transmitted through the remote monitoring system. It was reported later in the remote follow-up in may 2018. Remote alerts of all shocks are on.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190325 - file-2019-00029 - analysis_and_closure_report_resp-2019-00369.pdf].

Event description:
Reportedly, on (B)(6) 2018, the physician noticed that the patient received a shock in (B)(6) 2018 but no alert was transmitted through the remote monitoring system. It was reported later in the remote follow-up in may 2018. Remote alerts of all shocks are on.